Event description:
It was reported that during a lobectomy procedure, the staples were not properly formed. Case completed by suturing. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.